Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of ICD pocket hematoma and oozing could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient¿s ICD was found to be at elective replacement indicator, and a generator change of the dual chamber ICD was performed on (B)(6)2018. On (B)(6)2018, the patient contacted the vad coordinator with concerns of persistent bleeding from the surgical site with swelling. The patient presented with oozing from the dressing with significant ecchymosis and swelling due to an ICD pocket hematoma. It was noted that the event was not device-related. A sterile exchange of the dressing was done by electrophysiology. Hemoglobin and hematocrit were stable, and the patient was stable for discharge and released on (B)(6)2018. The patient remained ongoing on (B)(6) following this event; however, further bleeding events were reported in (B)(6) of 2019 (reported under manufacturer report number 2916596-2019-01061), (B)(6) of 2019 (reported under manufacturer report number 2916596-2019-01516), and (B)(6) of 2019 (reported under manufacturer report number 2916596-2019-02880) and the patient ultimately expired due to an unrelated event in (B)(6) of 2019 (reported under manufacturer report number 2916596-2019-04982). There is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jun2017. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a implantable cardioverter-defibrillator (ICD) pocket hematoma and was oozing after generator change. The ICD was found to be at elective replacement indicator (eri). An ICD generator change of the duel chamber ICD was done on (B)(6) 2018. On (B)(6) 2018 the subject was concerned with persistent bleeding from the surgical site with swelling and oozing from the dressing. The patient also had significant ecchymosis and swelling. A sterile exchange of dressing was done by electrophysiology. Hemoglobin and hematocrit were stable. The patient was stable and was discharged and released on (B)(6) 2018.